Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the radiofrequency head interrogated intermittently. The head cable was replaced. It was also indicated that the upper case lens was broken, the lower case was contaminated, the magnet was broken and the cable connector was contaminated. These parts were replaced and the head passed all functional and system tests. (B)(4).

Event description:
It was reported that the radiofrequency programmer head was unable to establish telemetry with several implantable heart devices. It was noted that this was prior to an implant attempt so no patient involvement. It was changed out and returned for service. The radiofrequency programmer head tested out of specification during manufacturer's analysis. There was no patient involvement.